Event description:
Event description guidant received information that this right ventricular lead triggered the lead safety switch feature on the device due to lead impedance measurements greater than 2500 ohms. In addition, the lead was unable to consistently pace the myocardium when reprogrammed back to the bipolar configuration. Lead measurements in the unipolar configuration were within normal limits.